Event description:
It was reported that during a failed attempt to cross with the 3.0x15 mm xience xpedition stent delivery system (sds), the proximal shaft kinked. The sds was removed from the anatomy and an attempt was made to straighten the shaft for reinsertion; however, the proximal shaft separated at the location of the kink. A new 3.0x15 mm xience xpedition was advanced and deployed successfully without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The kink and shaft separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter.